Event description:
Customer reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, 324 mg/dl, 532 mg/dl, 202 mg/dl, 183 mg/dl, 181 mg/dl, and 334 mg/dl within 10 minutes on the advantage system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.